Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 44, 76, and 196 mg/dl when all tests were performed 2 minutes apart on the advantage system. No report of any actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.